Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2009, in the pt's right (od) eye. The lens was explanted on the same day, due to the pt having developed a headache due to elevated iop. Subsequently, the pt developed narrowing of the angle, angle closure and shallowing of the anterior chamber. The lens was not exchanged for a shorter lens.

Manufacturer narrative:
Secondary surgery.